Event description:
The manufacturer received a trilogy 200 device for service and preventive maintenance, during which subsequent repair testing identified a failure related to the purge valve (dp purge valve). The device was not documented as being in patient use at the time of the event, and no patient harm or adverse clinical outcome was reported. During evaluation and repair testing, the device failed testing associated with the purge valve function, and the failure was confirmed with supporting test documentation. Further assessment determined that the sensor board circuit board (pca), required replacement due to the confirmed purge valve test failure.